Event description:
The event is reported as: complaint alleges that at inspection, using 2.25x magnification, it was noticed that the tip of the needle was damaged. This was identified on 3 samples pulled from the lot. No report patient injury.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. The device history record of batch number has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report were originated for the lot in question that can be associated to the complain reported. DHR shows that the product was assemble and inspected according to our specifications. Visual and functional inspection sheet was reviewed and there is no indication of function failures.